Manufacturer narrative:
The customer facility has stated that the internal handles have been discarded at the customer site and will not be returned to zoll for evaluation.

Event description:
Complainant alleged that while attempting to defibrillate a pt (age & gender unknown), the device failed to allow discharge. Complainant indicated that the clinician obtained another device to continue treating the pt. Complainant indicated that there was no adverse effect to the pt due to the reported malfunction.